Event description:
Customer reported that she was unaware that she needed to change the code in her meter when she used new test strips. She then reported an event that occurred in 2007 that she attributed to this issue. She stated on that day, she experienced tiredness, nausea and dizziness and lost consciousness. She was seen at a local hospital, diagnosed with hypoglycemia, and was treated with glucose and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report, no product investigation is required.